Manufacturer narrative:
Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the main cart and the camera cart both state no input detected. They saw a general display on the main cart before it states no input detected. The camera cart stated no signal detected before it shows no input detected. The monitors configured correctly. The representative noted that the site did test spins in the spine application the week prior to the issue. They rebooted the system. Once they did that they were able to log into stealth user and then the monitors went black. The back of the cover was taken off of the main cart and confirmed that the computer was on and the fan was running. The system was rebooted again and there was no input behavior again. It was suspected that the issue was with the ssd card in the computer, however the representative did not have the tools to check at the time. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating another system checkout was completed which found the system was functioning as intended and no parts were replaced.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that we believe there is an issue with the ssd card. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) indicated that they tried reseating the existing ssd and after that the system was rebooted several times and the rep was able to enter clinical applications without issue. The rep was asked to power cycle the system a few times and check the self test and found everything looked normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.